Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v995583, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient never had therapeutic effect. The patient indicated the interstim ¿never worked for them¿ and they wanted it removed. It was noted, the patient had a sling implanted about two weeks prior. About a week later, the patient stated they wanted the device removed because, it ¿never worked.¿ the patient wanted to know how to turn stimulation off. When trying to sync with the device, the patient saw a message indicating that the batteries in the programmer needed to be replaced. The patient was going to get new batteries and call back if they needed help. The patient called back again wanting to turn off the interstim permanently since it never worked for them. Additional information received reported ¿it didn¿t feel right.¿ the patient would lie on their left side where the device was and it was always a little sore. There was reportedly a ¿certain amount of low grade discomfort, but not quite pain.¿ it was stated that it was sticking out a little bit and it had ¿kind of¿ affected the patient¿s walking, even though their walking wasn¿t that good. The patient thought there was something wrong and thought the device was ¿too close¿ to the skin. In regards to therapeutic benefit, the patient ¿maybe thought they were better, but was never better.¿ it was also stated, it felt like it was ¿poisoning her.¿ the patient noted calling the doctor¿s office and the settings were changed and it would be vibrating in the patient¿s vagina. The patient¿s neurologist reportedly was blaming the bladder problems on the patient¿s stenosis. Information received about two weeks later indicated that ¿stim worked for a while and then it didn¿t.¿ it was unclear if this was during the trial or since the implant of the permanent system. There was also a ¿bulge¿ where the implant was noted. Additional information received reported, the patient was not sure if they wanted the implant or if they wanted to have it removed. The interstim had been off for a ¿really long time.¿ additional information reported later indicated they were unable to determine the cause of the event because, had not follow up with patient. It was noted that patient went somewhere for treatment. It was indicated that patient refused to return for evaluation. The patient had gone to another health care provider for surgery and had scheduled with yet another health care provider. She refused to come for interrogation. A follow-up report will be sent if additional information becomes available.